Event description:
A customer contacted beckman coulter regarding erroneously elevated accu tnl result from a single pt that was generated by the access instrument. The initial accu tnl result was 3.75ng/ml. The result was reported out of the lab. The original pt sample was re-tested for an accu tnl on a different instrument in the customer's lab. The repeat accu tnl results was 0.03ng/ml. A corrected report was issued. The customer did not provide any additional info regarding this event. The customer indicated that there has been no change to pt treatment attributed with this event.